Event description:
Customer reportedly received the following back-to-back results on the active system at three different times: 220 mg/dl and 90 mg/dl at 7:00am, 11:30am, and 5:30pm. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.